Event description:
Multiple issues after lasik. Had lasik in 2010. One year later, developed floaters in both eyes. Since the surgery I have had terrible dry eyes. All the doctors I have seen say floaters are normal and dry eyes will get better. No such luck. I hope someone can figure out how to help us all that have had less than perfect outcomes from this procedure.